Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not able to calibrate the insulin pump. Blood glucose level at the time of the incident was 410 mg/dl, which was treated with a manual injection. The customer declined to complete troubleshooting. The insulin pump was not replaced or returned for analysis.